Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-04907. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which a new cervical lead was implanted. No leads were removed during the procedure. Stimulation was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-04907. It was reported the patient experienced ineffective stimulation. Diagnostics indicated multiple high impedance values. Surgical intervention is planned to address the issue.